Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigability") and headache ("chronic headaches"). The patient was treated with surgery (salpingectomy and laparoscopy performed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, fatigue and headache outcome was unknown. The reporter considered fatigue, headache and medical device removal to be related to essure. The reporter commented: period of occurrence reported: 2013-2017 action taken: implants removal after salpingectomy and laparoscopy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal -analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.